Manufacturer narrative:
As reported, a hair was found in the inner package of avitene ultrafoam. Photo provided shows the product blister tray which has been partially opened, and a "hair" can be seen inside the edge of the blister tray just before the avitene ultrafoam. Based on the information provided and photo review the foreign material (hair) likely presented during the manufacturing process. Review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in may 2022. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a procedure, a hair was found in the inner packaging of avitene ultrafoam when it was opened. It was reported that the outer packaging of the product was intact and well-sealed prior to the opening. There was no patient injury.